Event description:
The handheld was returned on (B)(6) 2013. An analysis was performed on the returned flashcard, no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld, and the reported mechanical problem was verified. During the analysis it was identified that the handheld was unable to establish communication with a known good wand and generator. The cause for the anomaly is associated with a broken wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury.

Event description:
On (B)(4) 2013, a physician reported that when the handheld device was plugged into the wall, interrogations were possible (with some instances of emi); however, when unplugged, interrogations were not possible. It was confirmed that there were no issues with the programming wand. The serial cable at the hhd was not loose: it was wiggled and moved with no issues. The communication issues didn't appear to be due to orientation as the programming system was lying on the table flat. Attempts for product return have been unsuccessful.

Manufacturer narrative:
.